Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury related to mesh. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the mesh. Block h11: blocks b3, and d6a have been updated.

Event description:
It was reported to boston scientific corporation that a boston scientific mesh was implanted into the patient during a procedure. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional details regarding this event were not provided.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury related to mesh. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the mesh.

Event description:
It was reported to boston scientific corporation that a boston scientific mesh was implanted into the patient during a procedure performed on an unknown date. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional details regarding this event were not provided.

Event description:
Note: this manufacturer report pertains to the second of the two devices used during the same procedure. Please refer to MFR report 2124215-2024-63236 for the associated device. It was reported to boston scientific corporation that an advantage system was implanted in the patient during a robotic total laparoscopic hysterectomy, bilateral salpingectomy, abdominal sacrocolpopexy, upsylon placement, and cystoscopy procedures. During the surgery, the mesh was positioned with six anterior and five posterior sutures, ensuring a flat and secure laydown of the mesh. It was anchored to the sacral promontory and re-peritonealized with monocryl. The tension-free vaginal tape (tvt) sling was placed transvaginally using trocars, with careful dissection and placement around a #9 dilator to ensure proper tension and support. The were no intraoperative complications, no bladder damage, and good hemostasis, with the patient extubated in stable condition and transferred to recovery. Postoperatively, as reported by the patient's attorney, the patient has experienced an unspecified injury. Additional details regarding this event were not provided.

Manufacturer narrative:
Block h2: additional information blocks a2 (date of birth), a3a (sex), a3b (gender), b5 (event description), and b7 (other relevant history) were updated based on the additional information received on june 30, 2025. Block b3: date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) medical center. (B)(6), patient assistance. (B)(6) medical center. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury related to mesh. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the mesh.